Event description:
Small skin tear noted on pt's right cheek when hollister anchor fast device when it was removed. This patient was transferred from an outside hospital so it is unclear when this device was placed. The small area of skin breakdown later developed over the next 2-3 weeks into a large and invasive fungal infection into the pt's right cheek. Fungal culture tested positive for mucor, rhizopus species. The cheek wound appeared looked the worst around a month after the removal of this device. The wound required debridement by plastic surgery x2 and now has pink granulation tissue and appears to be healing. The wound did not extended into oral cavity. The ett holder was not retained at time of removal. The patient is extremely immunocompromised, placing her at high risk for fungal infection.